Event description:
The patient had issues with intermittent stimulation. The patient had to turn up the stimulation to 7 v to feel it. However, as soon as she moved her right foot, she lost stimulation sensation. The patient also was not getting full therapeutic effect. The stimulator was reprogrammed but the issues continued. The patient was to have further reprogramming on (B)(6) 2012. Additional information was requested.

Manufacturer narrative:
Extension model 748925, serial# (B)(4), implanted: (B)(6) 2008, explanted: na. Adaptor model 74001, lot# n317247, implanted: unk, explanted: na. Model 3887-56, lot# v287549, implanted: (B)(6) 2008, explanted: na. Programmer model 37744, serial# (B)(4). (B)(4).